Manufacturer narrative:
(B)(4). The complainant indicated that the device has been disposed of and will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a cold axios stent was to be implanted to treat a duodenal stricture during a procedure performed on (B)(6) 2019. According to the complainant, during the procedure, "the device misdeployed." Reportedly, the physician experienced a little bit of resistance during the attempted deployment. A second cold axios stent was placed to complete the procedure. There were no patient complications reported as a result of this event. Boston scientific has been unable to obtain additional information regarding the event details despite good faith efforts thus far. Should additional relevant details become available, a supplemental report will be submitted. Note: the stent was intended to be placed to treat a duodenal stricture; however, the hot axios stent and delivery system is indicated for use to facilitate transgastric or transduodenal endoscopic drainage of symptomatic pancreatic pseudocysts >= 6cm in size and walled-off necrosis >= 6cm in size with >= 70% fluid content that are adherent to the gastric or bowel wall.